Event description:
It was reported that there was a message on the screen to do a save-to disk and contact the company. The device reset, most likely due to a detected flipped bit. Due to an incorrect pointer a reset was also triggered. After the reset the device restored to the programmed parameters as before via the backup memory. A manual guided restore was performed ro correct the pointer value. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.